Event description:
The hospital representative reported an infusion pump with an 812:02 failure code. The representative reported to baxter customer service that there was no patient injury or medical intervention as a result of the failure. The hospital representative also stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, age of patient, medication involved, tubing product code, infusion rate or the set up of the infusion device. Additional contact information was requested but no additional contact was provided.